Event description:
It was reported that pt underwent revision hip arthroplasty in 2004, due to dislocation. A second revision procedure was performed about seven months later, due to recurrent dislocations. Components were removed and replaced.